Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 545 mg/dl on (B)(6) 2017 at 4:03 pm. Customer attempted to treat their high blood glucose via insulin pump but instead they received a no delivery alarm. Customer declined to troubleshoot for high blood glucose and no delivery alarm. Customer removed the reservoir, placed the plunger back in, pushed insulin through and the insulin exited. Customer advised they did not trust the insulin pump and was not confident using it. Customer disconnected from the line and they were unable to be reached when called back in order to discuss replacement insulin pump options.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit communicated properly and recorded the 50 mg/dl value properly from glucose meter. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.